Event description:
A post-op hysterectomy pt was using the pca pump for pain relief. Family members were pushing the pca pump pt control button while the pt was sleeping. The anesthesiologist came in to check on the pt during post-op rounds and found the pt's respirations to be 10 to 12 shallow, oxygen saturation was 47%. Pt also was cyanotic, and barely responsive. 2 amps of narcan were given to the pt, the pt is reported to have been doing fine and ready for extubation.